Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited p-wave amplitude variation and inappropriate automatic mode switch (ams) due to functional under-sensing. As a resolution programming changes were made on (B)(6) 2025. The patient condition was stable.